Event description:
It was reported that during a da vinci-assisted surgical procedure that the maryland bipolar forceps instrument was found to have a broken cable. The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-oct-2024: there was no arcing observed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue of broken cable was not confirmed. However, the maryland bipolar forceps instrument was analyzed and found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was tested for energy delivery, and passed, however, no sparks were observed. Visual inspection found no damage to the wires (grip, or conductor).